Event description:
The physician reported that the device was not programmed off after observing the high impedance. It was reported that no known patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance reading. No x-rays were performed.

Event description:
On (B)(6) 2013, the physician requested a battery life calculation be performed on the patient's generator. Within this emailed request, the physician reported that the patient had transient high lead impedance and noted that the exact dates were unclear. It was stated that high lead impedance, with a dcdc = 7, was observed on normal mode diagnostics taken twice on (B)(6) 2011 and once on (B)(6) 2011. However, when the patient was next seen on (B)(6) 2012, the lead impedance on the normal mode diagnostics appeared normal and dcdc = 3. The most recent interrogation on (B)(6) 2013 showed normal battery function, normal lead impedance and dcdc value 1. No other information was provided. A review of the manufacturing records of the lead confirmed the lead met all final testing specifications prior to distribution. A review of the programming history confirmed the high impedance diagnostic results.

Manufacturer narrative:
Device manufacturing records and programming history was reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.